Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause is undetermined.

Event description:
This is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient coincident with extraneal viaflex and dianeal pd2 ambuflex therapy. In (B)(6) 2010, the patient began treatment with dianeal pd2 ambuflex and extraneal viaflex, (doses, frequencies and lot numbers not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, a nurse contacted a baxter employed healthcare professional to report that a patient had peritonitis. On (B)(6) 2011, follow-up information was provided by a nurse. On (B)(6) 2011, the patient experienced an upset stomach for 2 to 3 days and bacterial peritonitis. In (B)(6) 2011, the patient was treated with ceftaz daily (dose unknown), ip and cipro 500mg daily, orally. On (B)(6) 2011, remedial treatment ended and the patient recovered from the event of bacterial peritonitis. The root cause was unknown, with a possible break in aseptic technique, since the patient obtained the effluent sample at night and could not recall if gloves were used. Dianeal and extraneal were ongoing and unchanged. Concomitant medications were not reported. The nurse did not know if the bacterial peritonitis was related to dianeal pd2 ambuflex and extraneal viaflex therapies and did not provide an opinion of causality for the event of peritonitis and upset stomach for 2 to3 days.